Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The physician brought the patient in for further evaluation and elected to enroll the patient in remote monitoring. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has been returned to boston scientific, and as a result, the associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The physician brought the patient in for further evaluation and elected to enroll the patient in remote monitoring. At this time, the system remains in service. No adverse patient effects were reported.the ICD was explanted and replaced due to normal battery depletion.